Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a gradual rise in shock impedance measurements to greater than 125 ohms. The patient was brought in for defibrillation threshold (dft) testing. Shock impedance measurements continued to be on the high end. The patient was to be enrolled in boston scientific's remote home monitoring system. There were no adverse patient effects reported. The system remains in service.